Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was returned detached from the needle. T2 was not with the device and cut from the suture likely from being removed from the patient. The suture knot was not tightened down. The suture is coated in debris. The needle shaft has been bent more than intended. A functional evaluation revealed the actuator and deployment needle function as expected. A review of the customer provided image reveals the device is outside of original packaging. The needle appears bent more than intended and the actuator has been actuated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during meniscus repair the ultra fast-fix assembly - curved, t1 can't be secured and falls of. Nothing was left in patient. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported. Preliminary results of investigation have concluded that t2 was already implanted in patient and it had to be removed which makes it a reportable event.